Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose which was 400 mg/dl and treated it with insulin pump. Customer stated that the pump alerted that the transmitter battery was low but also experienced a high blood glucose of 400 mg/dl. Customer stated they were having difficulties due to getting an insulin flow blocked alarm the night before. Customer stated also she they kicked out of auto mode and now the pump is indicating active insulin updating. The automode feature at the time of event was active. The insulin pump will not be returned for further analysis.